Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level was 134 mg/dl. The troubleshooting was performed. The customer did not have a battery in the insulin pump. The customer was assisted with insulin programming. The customer stopped troubleshooting for blank display when she realized there was no battery in the insulin pump.